Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the service issue was not duplicated but the device failed a test step during testing. The device's flow sensor was replaced to address the issue. Additionally, a ventilator service required alarm concerning the speaker was found in the event log. No issue was found with the speaker but it was determined there was an issue with the microphone so the system board was replaced, but it was not related to the malfunction/issue.